Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated on a different advia centaur xp when the qc failed and the customer was unable to calibrate the assay. Five results were discordant and corrected reports were generated. Three pts were admitted. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.